Manufacturer narrative:
The pd engine board was received at zoll united states for evaluation. Evaluation of the pd engine observed the issue and found the charging cap at fault. Sent the board to scrap. No emerging trend based on similar reports.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll taiwan for evaluation. The customer's report was verified and attributed to the pace/defib (pd) engine board. A replacement pd engine was sent to complete the repair. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.